Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-1402. It was reported the pt was not receiving effective stimulation and it was not helping her pain. An sjm rep met with the pt and reprogramming was unable to resolve the issue. Her physician gave her a pain injection and the pt feels better. There is no intervention planned at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.